Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on a patient on (B)(6) 2013. According to the complainant, during the seal integrity portion of the hta procedure multiple fluid loss alarms were noted (119 cc/min, 78 cc/min, and 46 cc/min). A second tenaculum was added to the patient's cervix. The procedure was continued, however, a fluid leak was visualized. The procedure was aborted and the patient was cooled. Three small vaginal burns were noted at the cervix. Silvadene cream was applied to the burns. Additional information received from the clinician confirmed the patient received a second degree cervical burn. The patient has not required any medical or surgical intervention. No antibiotics or creams have been prescribed. The patient is doing well.